Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The stretch resistant wire (sr wire) was fractured and the proximal constraint sphere was inside the distal detachment tip (ddt). The distal tip of the pusher assembly was stretched. The embolization coil was stuck inside the distal tip of its introducer sheath conclusions: evaluation of the returned device revealed that the pc400 sr wire was fractured. This type of damage typically occurs due to improper handling during use. If the device was forcefully retracted against resistance, damage such as this may occur. Further evaluation of the returned device revealed that the distal tip of the pusher assembly was stretched. This type of damage likely occurred due to forceful retraction against resistance. The slightly tortuous anatomy may have contributed to the reported resistance. The non-penumbra microcatheter referred to in the complaint was not returned to penumbra for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the abdominal artery using penumbra coils 400 (pc400¿s). It was noted that the patient¿s anatomy was slightly tortuous. During the procedure, the physician deployed and detached a pc400 in the target vessel using a non-penumbra microcatheter. While attempting to advance a new pc400 through the microcatheter, the physician mentioned resistance and subsequently, the pc400 unintentionally detached midway in the microcatheter. Therefore, the physician removed the microcatheter containing the detached and the procedure was completed using a new microcatheter, additional pc400¿s and pod coils. There was no report of an adverse effect to the patient.